Manufacturer narrative:
(B)(4). No complaint received with return of device. A partial lead with the distal tip measuring 47.8cm was returned for analysis. External insulation abrasion was noted at 33.5-33.8cm, 37.7-38.3cm, and 41.2-42.0cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.